Event description:
On (B)(6) 2008, rti received information from our representative indicating a postoperative staphylococcus epidermis infection following an anterior cruciate ligament reconstruction of the left knee on (B)(6) 2008. Sterling interference screws were used for fixation. On (B)(6) 2008, patient returned for follow-up for a possible reaction to the adhesive tape. Upon examination, slight blistering of the skin was present. Patient advised to continue taking benadryl for the local swelling and irritation. On (b)6) 2008, patient returns for spontaneous onset of swelling in his knee. The knee was aspirated and turbid synovial fluid was obtained and sent for culturing. On (B)(6) 2008, patient returned for recurring swelling and increased discomfort. The patient underwent an arthroscopic lavage and antibiotic treatment. On (B)(6) 2008, patient returned for arthroscopic antibiotic lavage, debridement, and removal of the allograft and associated hardware. At the last visit, (B)(6) 2008, patient returned for suture removal. Upon examination, patient denied any pain has been afebrile and was not experiencing calf swelling or tenderness.

Manufacturer narrative:
The graft was explanted. Investigation: a re-review of internal records and manufacturing records, qa/qc reviews. No departures were noted during the re-review of records for batch 1-061003. Results: after an investigation, the departure had no effect on the graft quality. Graft (B)(4) passed all release criteria prior to distribution. Graft ID (B)(4) underwent two validated sterilization methods; biocleanse: to eliminate the potential of disease transmission and post packaging gamma irradiation at a validated dose (25.0 - 31.0 kgy) to achieve sterility assurance level (sal) of 10-6 prior to release. To date, no other complaints have been associated with this batch. Conclusion: graft (B)(4)met rti's specifications and passed all release criteria. Due to the nature of the organism (staphylococcus species) identified, coupled with symptom presentation time line 31 days after the initial procedure suggests infection likely due to a source or event extrinsic to the graft implant.